Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump sustained physical damage and had sticking buttons. The customer stated that there were cracks at the reservoir housing and the battery compartment. The customer's blood glucose was 100 mg/dl. He did not know how the damage occurred to the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's most recent blood glucose was 200 mg/dl. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.